Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy, uterine fibroids, appendectomy and haemorrhoidectomy. Concurrent conditions included uterine fibroids. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), fatigue ("fatigue"), vertigo ("vertigo"), disturbance in attention ("inability to concentrate") and asthenia ("asthenia"). The patient was treated with surgery (laparoscopic subtotal hysterectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, metrorrhagia, fatigue, vertigo, disturbance in attention and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, disturbance in attention, fatigue, metrorrhagia, pelvic pain and vertigo with essure. The reporter commented: essure was poorly tolerated. Reference and batch number not known. The implant was not kept. Most recent follow-up information incorporated above includes: on 3-jan-2020: questionnaire received. Medical history, concomitant medication and event (asthenia) added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy, uterine fibroids, appendectomy and haemorrhoidectomy. Concurrent conditions included uterine fibroids. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), fatigue ("fatigue"), vertigo ("vertigo"), disturbance in attention ("inability to concentrate") and asthenia ("asthenia"). The patient was treated with surgery (laparoscopic subtotal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, metrorrhagia, fatigue, vertigo, disturbance in attention and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, disturbance in attention, fatigue, metrorrhagia, pelvic pain and vertigo with essure. The reporter commented: essure was poorly tolerated. Reference and batch number not known. The implant was not kept. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy and uterine fibroids. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), fatigue ("fatigue"), vertigo ("vertigo") and disturbance in attention ("inability to concentrate"). The patient was treated with surgery (laparoscopic subtotal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, metrorrhagia, fatigue, vertigo and disturbance in attention outcome was unknown. The reporter provided no causality assessment for disturbance in attention, fatigue, metrorrhagia, pelvic pain and vertigo with essure. The reporter commented: reference and batch number not known. The implant was not kept. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.